Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jun-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('remaining portion of the essure device was grasped') in an adult female patient who had essure inserted. The patient's medical history included uterine bleeding. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomy, hysteroscopy, dilation and curettage). Essure was removed on (B)(6) 2019. The reporter considered device breakage to be related to essure. The reporter commented: discrepancy noted in date of removal (B)(6) 2020 (discrepancy noted as per mr). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jul-2020: mr received : medical device removal event replaced with remaining portion of the essure device , medical history added, patient¿s dob and reporter information added and discrepancy noted rcc updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device breakage ("remaining portion of the essure device was grasped") in an adult female patient who had essure inserted. The patient had a medical history of uterine bleeding. On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2019. An unknown time later she experienced device breakage (seriousness criteria medically important and intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomy, hysteroscopy, dilation and curettage). The reporter considered device breakage to be related to essure administration. The reporter commented: discrepancy noted in date of removal: (B)(6) 2020 & (B)(6) 2020 (discrepancy noted as per mr). Discrepancy noted in essure insertion date: (B)(6) 2012. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 24-jul-2023: summons received. Discrepancy noted in essure insertion & removal added. Patient address & new reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.